Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was a syringe plunger not in place error. A syringe test was conducted and the left plunger flipper no longer operates as normal as a result of normal wear. The pump is over 8 years old. The left flipper does not grab the syringe plunger when the plunger lever is pressed and released. The left plunger case will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump failed preventative maintenance and the syringe notch would not work (it would not hold the syringe). There was no reported adverse event.